Manufacturer narrative:
Submit date: 04/08/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that the customer had an issue with a dialysis catheter. The customer states cracks were found on the port of the long-term intubation (36cm) after it was used by the pt for less then 3.5 months. A short-term port was used to replaced it. A new intubation was required.